Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not completing pre-run testing and not activating. A probable cause the device not completing pre-run testing and not activating is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during a laparoscopic colectomy procedure, the system check was completed without problem. However, when the hand switch was pushed, the system check started again after the device was activated for a few minutes. When the sales rep tried the system check, a beep sound was heard and the device was not activated. The hand piece, which had been used with the device, was activated properly when it was checked with the test tip. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.